Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4)., (importer).

Event description:
Procedure: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced injury, pain, disability and impairment. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009-(B)(6) 2009: recurrent pelvic organ prolapse. Plan - discussed treatment options which include a pessary or reconstructive surgery. She strongly is not interested in pessary treatment. She is interested in the robotic sacral colpopexy. Estrace 1 gm was prescribed for vaginal atrophy. Further gynecological records are not available for review to know the progress of the patient.